Manufacturer narrative:
The preventative maintenance was not overdue. The evaluation found contamination. Pressure leaked due to corrosion of the valve unit and a worn compressor. The repair was completed, the unit was calibrated, electrical safety tested and started on a 12-hr. Burn-in test. The unit passed 12-hour stress test. The unit was tested in accordance with (B)(4) and it passed all acceptance criteria. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be worn parts. The service history was reviewed and found similar problem to this complaint. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised to not use device and/or accessories if signs of contamination are detected. Make sure the device or/and accessories can no longer be operated until a qualified service technician conducts the appropriate tests and repairs. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5180940) received on 14jan23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against theas-ifs1, airseal ifs, 120v device. The type of event was reported as ¿serious injury¿. The event was described as ¿insufflator malfunctioned while in use in the operating room¿, and the outcome attributed to the event was reported as ¿hospitalization¿. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of a presumed injury, which was not defined by the reporter.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5180940) received on 14jan23. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against theas-ifs1, airseal ifs, 120v device. The type of event was reported as ¿serious injury¿. The event was described as ¿insufflator malfunctioned while in use in the operating room¿, and the outcome attributed to the event was reported as ¿hospitalization¿. Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of a presumed injury, which was not defined by the reporter.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.